Event description:
Customer reports biosentry plug did not deploy through a 17 gauge introducer. The device that was used during both cases was a temno elite 18 gauge biopsy device. The physician stated that he did not wait more than a few seconds once the adapter was placed on the introducer hub. He did not use saline drops in the introducer hub before placing the adapter on the hub. He stated that he did not overtighten the adapter onto the introducer hub. The biosentry was removed and the procedure completed without use of the biosentry.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation. Upon unaided visual inspection, no physical damage was detected on the returned unit. However, signs of clinical use were evident, specifically the presence of blood stains. The internal diameter (ID) of the adaptor was measured at 0.034 inches which falls below the specification dimension of 0.038 inches (+0.0050 / -0.0015 inches). The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. This complaint will be used to trend for similar complaints. The complaint has been confirmed however the root cause of the complaint is likely attributed to the manufacturing process which is from supplier.